Manufacturer narrative:
The report received from the field states that the smart control stent foreshortened after deployment in the patient. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, vessel characteristics procedural factors may have impacted the event.

Event description:
The report received from the field states that the smart control 8x80ml stent for shorten in after deployment in patient

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.